Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the pacemaker battery had decreased from 3 years at last check to 3 months remaining recently, and initial review had difficulty reviewing the files but advised replacement based on elective replacement indicator (eri) within 90 days. Further data analysis was able to confirm that the power consumption had been gradually increasing and was expected to continue to increase. Subsequently, the device was explanted and replaced. Additional information confirmed that this device was received from the account but appears to have been lost in route to the manufacturer. No additional adverse patient effects were reported.

Event description:
It was reported that the pacemaker battery had decreased from 3 years at last check to 3 months remaining recently, and initial review had difficulty reviewing the files but advised replacement based on elective replacement indicator (eri) within 90 days. Further data analysis was able to confirm that the power consumption had been gradually increasing and was expected to continue to increase. Subsequently, the device was explanted and replaced. The device was expected to be returned to the manufacturer for analysis. No additional adverse patient effects were reported.